Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the monitor was not feeding image to provation and had no video signal. There were no reports patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Upon inspection, customer have a x1 processor connected directly to monitor bypassing all capture equipment. It needed to be connected via video system centers and connected to cart monitor 12g input 1 and 3g input 2 respectively then using clone out which connects to the provation inogenie sdi to usb converter box and then looped out to of inogenie to monitor on roll stand across the room. Once all connected, fse was getting both processor images on the cart monitor, but nothing across the room to the slave monitor. Fse ran an sdi cable directly between the cart monitor clone out to input 1 of the slave monitor, and a perfect image appears. Controlling the processor video swapping between line 1 & 2 on the main monitor changes the slave monitor back and forth as expected. And used electrical voltage meter to test for continuity tone on all cables and every cable test true. The provation inogenie was not receiving the clean signal olympus was providing. Fse proved to them that olympus was feeding them a clean video signal and its halting at the provation system. No configuration changes were made in either of the olympus processors. Only cabling as described in the olympus IFU cabling guide. The subject device will not be sent back to olympus for further evaluation and repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.